Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had an infection, hematoma, excessive fluid in the joint, and dislocation. The surgeon performed an ind flush out and polyethylene exchange.